Event description:
It was reported that before an unknown procedure, the qr scanner could not read the devices lot number qr code. No patient consequence.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed first day of month that complaint was reported. Medical device: batch # x95923. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4), date sent: 12/15/2022 photo analysis this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a device product code el5ml batch number x95923 in its original packaging, the qr code cannot be read by the scanner. A clear analysis of the qr code could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances / manufacturing irregularities were identified.